Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy pads, which has now spread to under the front therapy pad. The patient reported that he has a nickel allergy and the physician prescribed triamcinolone for the skin irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's ICD implant was expedited and the rash is improving.